Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review. X-rays were included in the leaflet as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on april 04, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with an anatomical shoulder inverse/reverse system on the right shoulder on unknown date and experienced several revision surgeries due to infection. This case reports pain and poor function after the third revision surgery. It was reported that after two years follow-up, there are no signs of infection recurrence but the function of the shoulder is poor. Seizing and carrying objects with the hand also is severely limited by pain in the shoulder. Clinical study: "bony integration of trabecular metal implants despite ongoing infection: histologic workup of an explanted shoulder prosthesis."

Manufacturer narrative:
During investigation it was found that it is not confirmed that affected products are zimmer biomet products. This case will be voided. Please invalidate this case from your system. Note: the same patient underwent several surgeries reported in the following cases: 1st revision reported in (B)(4) - infection. 2nd revision reported in (B)(4) - infection. 3rd revision reported in (B)(4) - infection. Zimmer's reference number of this file is (B)(4).

Event description:
During investigation it was found that it is not confirmed that affected products are zimmer biomet products. This case will be voided. Please invalidate this case from your system.